Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of a remote transmission showed high-voltage therapy was delivered for device-classified ventricular fibrillation (vf). Review of the episode data showed less than the programmed high-voltage energy was delivered, and right ventricular (rv) lead defibrillation therapy impedance was >200 ohms. Despite the reduced-energy shock, the arrhythmia was device-classified as successfully terminated. Review of historical device data showed rv defibrillation and pacing impedances had been high out of range (oor) for over a year, and the >200 ohm shock impedance during high-voltage therapy was indicative of a possible lead integrity issue resulting in the less than programmed high-voltage energy delivery. The transmission also showed the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) and was currently at end of service (eos), and there were observations for charge circuit inactive, charge circuit timeout, and excessive charge time. The rv lead was later capped and replaced, and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6937a-58 lead implanted: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.